Manufacturer narrative:
This product is registered as a combination product. As received, a partial lead (connector end) was returned in one piece measuring 8.3cm. Analysis was completed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-09285 2017865-2021-09289. It was reported the patient passed away. The primary cause of death was unknown. The patient had been on hospice for the last year with no pacemaker tracking. The patient passed away on (B)(6) 2021.